Manufacturer narrative:
Upon disassembly, a number of worn components were discovered including burnt flex strips.

Event description:
The tps universal driver was returned for service. Upon eval at the manufacturer, it displayed a bias current error when connected to the console. There was no pt involvement, and there were no user injuries or adverse consequences.